Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down unexpectedly. Additionally, it was reported that the customer received a continuous glucose monitor (cgm) error 42. Customer's blood glucose level was 380 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cgm error issue was verified. Based on the analysis, the alleged unexpected shutdown issue was verified in the pump logs; however, no failure was identified.